Manufacturer narrative:
Batch review performed on 30 july 2004 lot 2242153: 12 items manufactured and released on 31-march-2023. Expiration date: 2028-03-14. No anomalies found related to the problem. To date, 9 items of the same lot have been sold without any similar reported event during the period of review. Additional implant revised. Batch review performed on 30 july 2024 on gmk-revision 02.07.2404r femur revision ps size 4 r (k102437) lot. 2300153. Lot 2300153: 12 items manufactured and released on 31-march-2023. Expiration date: 2028-03-14. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on july 2017. On (B)(6) 2024, the patient came in for a post-op appointment and showed tibial and femoral components loosening. No cement found on the implant during the revision. The patient was instable and there was devices malalingnment. Gmk revision system implanted successfully. Presently on 9 july 2024, the patient came in reporting instability due to loose components and the cause is unknown. The surgeon revised the all the components and the surgery was completed successfully.